Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 19mm 11500aj inspiris aortic valve has been evaluated for a valve-in-valve procedure after an implant duration of five (5) years and four (4) months due to structural valve deterioration and aortic regurgitation. Degree of aortic regurgitation was asked but unknown. The patient presented with breathlessness on effort and had been on medication since four (4) years and six (6) months of implant. Valve-in-valve procedure is planned with a non-edwards valve.

Manufacturer narrative:
H11. Additional narrative: updated b5.

Event description:
Edwards received information that a patient with a 19mm 11500aj inspiris aortic valve has been evaluated for a valve-in-valve procedure after an implant duration of five (5) years and four (4) months due to structural valve deterioration and aortic regurgitation. Degree of aortic regurgitation was asked but unknown. The patient presented with breathlessness on effort and had been on medication since four (4) years and five (5) months of implant. Valve-in-valve procedure is planned with a non-edwards valve. The patient is under treatment. This is a 78-year-old female patient with history of aortic stenosis s/p bentall surgery. The 11500aj19 inspiris valve was implanted as redo-aortic valve replacement. The model name or manufacturer of the explanted device at inspirs implant is unknown.

Manufacturer narrative:
H11. Additional narrative. Updated h6, svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.